Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Surgical intervention was performed to explant the old device and implant a new aus. There were no additional patient complications reported.